Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope had a clogged tube due to cleaning workstation problem. The issue occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
The initial medwatch reported the returned device found the air/water channel clogged with foreign material during evaluation; however; the customer returned the device without reprocessing due to a leakage which caused the foreign material to remain in the channel. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.